Event description:
It was reported that, patient was admitted to the hospital because of a left hip trauma and pain with movement disorder. In order to protect the patient's bottom skin, allevyn thin 10x10cm ctn 5 was used. When the patient changed his position, the dressing was curled, causing the right buttocks skin 3cm*4cm avulsion. After disinfecting the wound, vaseline gauze was used, and then the patient required to be discharged.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review on the product family revealed a small number of similar instances in the last three years. There is nothing to indicate that this is outside acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that, patient was admitted to the hospital because of a left hip trauma and pain with movement disorder. In order to protect the patient's bottom skin, allevyn thin 10x10cm was used. When the patient changed his position, the dressing was curled, causing the right buttocks skin 3cm*4cm avulsion. (Skin pulling away) a clinical assessment determined that the information provided is insufficient to determine whether the patient¿s signs, symptoms, or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. The instructions for use and risk files, mitigate the reported issue with no updates required. Probable root cause is incorrect application of dressing or incorrect skin preparation prior to use. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.